Event description:
An attempt was made to use an endeavor resolute drug eluting coronary stent in a patient. Angiograph result showed severe stenosis in the middle of the lad. It was reported that the lesion was predilated. The device was prepped as per IFU with no abnormalities noted . It was reported that force was used to deliver the device over the target lesion. During the surgery the physician noted that the stent was deformed . The physician withdrew the stent and changed another product to complete the surgery. .no patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements. Multiple struts from the 1st and 2nd proximal stent segments were raised and badly deformed. The distal tip was slightly flared. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (severe stenosis). Failure to follow instructions (force applied to the device). Inherent risk of procedure (fail to deploy the stent, stent deformation). Evaluation conclusion: known inherent risk of a procedure. Device failure related to patient condition. User error contributed to event. (B)(4).